Event description:
The nurse was flushing the line and the fluid accumulated under the op-site dressing. IV nurse checked the site. She found the sleeve and connector there, but the line was missing. Portable x-ray revealed line floating in vein. Radiologist pulled line out through femoral vein.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, unanticipated short term complication of procedure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.